Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18aug2020.

Event description:
The customer reported that the unit is giving a high priority alarm while in use on a patient. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on a patient, but there was no patient harm reported.

Manufacturer narrative:
G4: 09oct2020; b4: 12oct2020. Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The case service history record was reviewed and no repair information was found. A service quote was sent to the customer, but no response received. A supplemental report will submitted if you information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.